Manufacturer narrative:
D10 concomitant products: sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot number: n3m1699y), unk-sigadapt, unknown signia egia adapter, (serial number: unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, during a bronchus stapling, the firing went well, but upon opening and removing the powered stapler, it turned out that it did not staple, and it did not cut the entire staple line proximally. Several loose staples were lying around the staple line, which had been fired but only partially closed. The tissue was not cut smoothly and had a jagged line. The surgeon resected and restapled the tissue with a new reload to resolve the issue.